Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for driveline infection noted by redness and drainage at the exit site. The exit site culture was found positive for pseudomonas and gram negative rods. It was treated with antibiotics. The patient later became septic due to infection and the family withdrew care. The patient passed away on (B)(6) 2020 shortly after the lvad was turned off. The patient's lvad did operate as expected. The device was not explanted and will not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.